Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, and self test. No pump error 63 was noted during testing; however, hardware low level failure is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 12 mmol/l at the time of incident. Customer was able to clear the alarm. Customer was able to complete insulin pump rewound. Customer reported that the self test passed. Cannula was recorded in daily history. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.